Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that after pre-dilatation of a moderately tortuous and heavily calcified rca, a mini vision stent was deployed; however, a balloon rupture occurred during the first inflation at 8-9 atmospheres. The device was removed and the stent was post-dilated using a non-abbott balloon catheter. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.